Event description:
Reporter alleged the lancet needle from the multiclix lancet device used in finger-stick blood glucose testing would not retract after it was used. Reporter stated the system had not been dropped and is still using it for testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.